Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-08-21 reporting that initially it was turned on a week ago and they experienced maybe 10% relief but they had it cranked as high as it could on a tingle on the right side. It was stated that it could not go up anymore. It felt like stimulation was going in a light socket. It was stated that they ran 8 leads and were using 2. An adjustment appointment was scheduled for (B)(6) but the patient wanted help before then as they were home bound and using a cane. They had not been out of work for 2 years. It was stated that the patient had some relief at maybe 10-15%. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient felt paresthesia sensation. They stated that they ¿cranked it up¿ in order take the pain away. The patient was on group b currently had they had eight active electrodes. When the patient was at the pain clinic they were peeing in a cup and they sneezed and they felt like they almost flew against the wall, as it had jolted them down their leg. The patient also stated that in order to get pain relief they were walking around like they had a light socket in their leg/butt. The patient stated that it was not comfortable, and that it felt like they were sticking their finger in a light socket. Patient services reviewed that the amplitude should never be increased so high that it caused discomfort. It was recommended that the patient discuss programming options with their rep at their next appointment on the (B)(6). It was reported that the event occurred on (B)(6) 2017. No further complications were reported/anticipated.